Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the overlay was cracked, the upper handle cover was cracked, the keyboard slide cover was missing, the right keyboard hinge was broken, the power cord was pulling apart and the lower case was scraped. All found defective parts were replaced. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.